Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that at a device check the programmer was unable to "find" the device with the "find patient" button, that the display returned to the original screen. The programmer was replaced so that the check could be successfully completed. The programmer was returned for service. There were no patient complications reported as a result of this event.

Event description:
It was reported that at a device check the programmer was unable to "find" the device with the "find patient" button, that the display returned to the original screen. The programmer was replaced so that the check could be successfully completed. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported phenomenon that the programmer was unable to locate the device with the "find patient" button. The hard drive was reconfigured and the software reloaded and the programmer passed functional and systems tests, no other anomalies were found. (B)(4).